Event description:
The relative of a home patient using a homechoice system, contacted baxter's technical service representative (tsr) and reported that during a dwell cycle, when the home pt was not connected, a bag became unspiked. The tsr assisted the home pt to end therapy so that she could start over. There was no pt injury or medical intervention indicated at the time of the call.